Event description:
Procedure performed: total thyroidectomy. Event description: information in initial email: unfortunately I had to take that thyroid back to theatre as the patient bled on monday- retrospectively I think I prefer to see the tip of the knife and in thyroid the last 1-2mm is the most important for me. Complaint form information: I followed up with the surgeon regarding the device post-procedure via email where I was informed the patient had to return to surgery later that day due to bleeding. Additional information received by applied medical rep via email on 12jun23: did well and went home according to the plan on time next day¿. Therefore, patient status is discharged. Lot number 1466154. Type of intervention: additional surgery. Patient status: did well and went home according to the plan on time next day. Therefore, patient status is discharged.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: total thyroidectomy event description: information in initial email: unfortunately I had to take that thyroid back to theatre as the patient bled on monday- retrospectively I think I prefer to see the tip of the knife and in thyroid the last 1-2mm is the most important for me. Complaint form information: I followed up with the surgeon regarding the device post-procedure via email where I was informed the patient had to return to surgery later that day due to bleeding. Additional information received by applied medical rep via email on 12jun23: did well and went home according to the plan on time next day¿. Therefore, patient status is discharged. Lot number 1466154. Type of intervention: additional surgery. Patient status: did well and went home according to the plan on time next day. Therefore, patient status is discharged.